Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. Isi has attempted to contact the initial reporter to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been obtained. If additional information is received, a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. Based on the available system logs, no related system errors were found to have occurred during the surgical procedure. The system logs reveal that three different mcs instruments were used during the surgical procedure. Two of the three mcs instruments have been used in subsequent da vinci-assisted surgical procedures. The third mcs instrument had zero lives remaining after the surgical procedure in question was performed. As of the date of this report, no subsequent complaints have been reported to isi involving any of the three mcs instruments. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a mcs tip cover accessory allegedly broke off and fell inside the patient. It is unknown if all the device fragments were retrieved. Therefore, it is unknown if any fragments from the mcs tip cover accessory were retained inside the patient. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument alleged broke off and fell inside the patient. The surgical staff was able to locate a piece of the mcs tip cover. However, it is unclear if the surgical staff was able to retrieve all of the fragments from the mcs tip cover accessory. On (B)(4) 2018, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint to obtain additional information regarding the reported event. The initial reporter did not know the outcome of the surgical procedure.